Event description:
Additional information was received that a revision procedure was performed and a repositioning was attempted, however the helix would no longer retract. Upon explant the helix was found to be misshaped which as alleged to have caused the event. The patient was stable and will continue to be monitored.

Event description:
During a follow-up, increased capture and decreased pacing impedance were observed on the right ventricular (rv) lead. It was suspected that the rv lead may be dislodged, however this has not been confirmed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were suspected lead dislodgement, helix mechanism issue, ¿rising rv threshold and drop in impedance¿ and r-wave amplitude variation. The reported event of helix mechanism issue was confirmed, but the reported events of ¿rising rv threshold and drop in impedance¿ and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in two pieces. The helix was found stretched consistent with procedural damage and clogged with blood/tissue. X-ray examination showed the inner coil at the connector region was overtorqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform the lead impedance test due to the lead was returned separated consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being stretched and overtorqued of the inner coil.